Manufacturer narrative:
Investigation summary: photos received for investigation, upon visual inspection it is observed that the protector with the vial is not correctly assembled. The pins do not reach the end of the vial stopper. Functional tests were performed and no leaks were observed. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. As no batch information was available for this incident, a review of the history of the device could not be performed. Based on the information available and the evaluation of the photos, we are unable to identify a root cause related to our manufacturing process at this time, protectors must be assembled vertically to the vials. H3 other text : see h10.

Event description:
It was reported that bortezomib leaked from the unspecified bd phaseal¿ protector p14 as the cap was not placed correctly. The following information was provided by the initial reporter, translated from dutch to english: "we have just had a leak with bortezomib and apparently because the needle of the phaseal cap is not positioned correctly. The chemo leaked down the bottle. So we could no longer use this bottle.".

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bortezomib leaked from the unspecified bd phaseal¿ protector p14 as the cap was not placed correctly. The following information was provided by the initial reporter, translated from (B)(6) to english: "we have just had a leak with bortezomib and apparently because the needle of the phaseal cap is not positioned correctly. The chemo leaked down the bottle. So we could no longer use this bottle."